Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy procedure, upon dividing a broken pulmonary artery, the device's stapler cannot be fired. The surgeon can press the green button but cannot squeezed the handle. The staple cartridge was replaced to complete the case. There was no patient injury.